Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was attempted but not used during the implant procedure due to dislodgement. The replacement lv lead also dislodged during placement and was removed and replaced. No patient complications have been reported as a result of this event.